Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently unresponsive, difficult to press, and would scroll. The patient reportedly wore the pump in a pump case attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.